Event description:
It was reported that the 9800 system had no image displayed on the left monitor. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The camera was replaced during the service call. The system was tested and found to be working as intended, and put back into service. (B) (4) 06/16/2009.